Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel reconnection, the 3 sutures were passed and were broken, the fourth suture was already used without issue. There was no patient injury.